Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown if explanted, give date: not applicable, as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) has a defect. It appears the lens come out of the inserter scratched. Not sure if it was a lens issue or some user error that caused this. It was learned that the defect was one larger iol defect at the optics with several small bubble like defects. There was no vitrectomy or incision enlargement. One suture to close the wound. No post op complications at one week post-op. It was learned that the lens defect was determined to likely to be visually significant. The risks and benefits of lens removal were assessed during the surgery and it was determined to be left in place in the patient's left eye. No other information was provided.